Event description:
A doctor in (B)(6) was going to try to put one in. Patient said they said that doctor they had a fusion and the doctor saw the x-rays and was going to try and fish it up through there. However, that went badly and the doctor didn't get any wires placed (patient said the doctor jabbed something in their hip but didn't put anything in their spine). Patient said they were told it was the bloodiest mess they'd ever seen and the doctor punched their epidural sac and patient had a headache for like a month.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 3778-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2009 product ID: 3778-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.